Event description:
The patient reportedly experienced sound quality issues with her cochlear implant. Testing confirmed that the device was not functioning. Surgery to explant the patient's device was scheduled.